Event description:
According to the details initially reported by the arjohuntleigh rep: it was reported that the resident was sitting on the chair being dried off after their bath and the safety belt was not being used. The resident leaned and then slipped forward and fell to the floor. The pt injuries location were shoulder, neck and face and was described as fracture of c1/c2, soft tissue injury, bruising and hospitalization.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4). On behalf of the importer (B)(6). Check of alenti reportable complaints has been performed and shows 11 reportable events, where the safety belts were not applied and the pt fell. We were not able to find any deficiency with the device. This means that the showering system was up to specification when the event took place. The device is being used for pt handling and in that way contributed to the event. From out eval it appears a number of use errors have caused the event, the most relevant use error being a failure to apply the safety belts to the person as is stated in the alenti instruction for use 04.cd.05/4gb: "[...] The belt is delivered with the alenti and must always be used to ensure the lift is used as intended, i.e. That the pt is sitting in an upright position. To avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened. Diagrams are used in the labeling to show the correct position. The pt has slipped out of the alenti and this has been caused by not using safety belt." This incident was caused as a result of not correctly following the labeled handling procedures and incorrect pt assessments. Note that the event description clearly indicates the belt was not used as required by the device labeling. This indicates the event was caused by use error. We have not been able to find any contributing mfg anomalies. The root cause of the complaint was found to be a use error as the received info and our eval as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk.